Event description:
It was reported that a physician trained in the use of the prostar xl and perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery, during a preclose technique after an interventional (aaa stenting) procedure. Reportedly, while deploying the prostar xl device, difficulty was encountered while deploying the needles as the access site was large. The device was removed and a second prostar xl device was used with the same results. A proglide device was attempted to be used, but it was reported that the suture broke. A second proglide device was used with the same results. The interventional procedure was then performed and surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The use of the prostar device in an artiery in which a sheath larger than a 10 f is used is inconsistent with the IFU which states: "the prostar xl 10 fr pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site, reducing the time to hemostasis and ambulation (patient walks ten feet) for patients who have undergone catheterization procedures using 8.5f to 10f sheaths." The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. However, deviating from the IFU may have played a role in this event.